Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, visibility/palpability, deformation.

Event description:
Healthcare professional through regulatory agency reported "rupture", "grade 4 capsular contracture", "the breast is very hard", "deformed" and "painful to the touch". This record is for the left side. The device was explanted.